Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy.

Event description:
Patient reported "histopathological markers: alk: negative and c030: negative". No molecular evidence of breast implant associated anaplastic large cell lymphoma.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The events of seroma and lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and suspected alcl.

Event description:
Patient reported left side "seroma and shape no good so did the checking for alcl." Alcl diagnosis has not been confirmed with alk-/cd30+ markers. The device has been explanted.